Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited an endocarditis. Reportedly, the patient was suspected with bacteremia from prior intravenous site. A revision was performed and the ICD, along with the ra lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This ra lead will not be returned for analysis.